Event description:
The customer reported that during a vasoseal es deployment in 2000, the physician inserted the temporary arteriotomy locator and removed the procedural sheath. The physician pulled back on the locator until the green line was visible deploying the j segment. The physician then pulled back until resistance was felt and the j segment at the artery. The tissue dilator was placed over the locator, but the physician advanced the dilator past the white line about 1/2 - 3/4 of an inch. At that point the co rep recommended aborting the deployment, but the physician continued deployment. When the physician attempted to retract the j segment to remove the locator, it would not retract and the physician forced it. A fluoroscopy was performed and the j was seen at the popliteal area. A snare procedure was performed and the j segment was successfully removed. No complications were reported.